Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The iliac arteries had moderate tortuosity, moderate calcification, and ectasia, and were short. There was severe calcification in the distal aorta which was 25 mm in diameter. The angulation of the aorta was mild to moderate. The device was inserted without a sheath. It was reported that during the deployment of the bifurcated stent graft, the physician was not applying enough back tension on the delivery sys, which resulted in the bunching of the ipsilateral limb into the aneurysm sac, as there was no where for the limb to be deployed due to the short iliac artery (see MFR # 2953200-2010-02528). After the contralateral limb was implanted, the physician elected to model the stent with a reliant balloon. However, due to the narrow aorta, both the contra and ipsilateral limb were slightly compressed/occluded. The physician elected to reline the talent contralateral limb and the ipsilateral limb with two aneurx 20x20x55 iliac limbs and this successfully resolved the occlusion of the stent graft.

Manufacturer narrative:
(B)(4). Eval: (calcified, tortuous and small vessels), (occlusion). Conclusion: (calcified, tortuous and small vessels).